Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with the insulin pump. The customer's blood glucose level was unknown. The customer reported that there were scratches on the insulin pump screen which came on the way of something written on the screen, heard unusual sound from the motor, the escape button had to be pressed harder. The insulin pump will not be returned for analysis.